Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. Functional testing revealed the downstream occlusion (dso) sensor was faulty. The dso sensor was replaced to resolve this issue.

Event description:
It was reported that a cassette sensor error occurred during testing. There was no patient involvement.